Event description:
Spacelabs received a report that an elance monitor model 93300 showed nibp readings on a dead pt.

Manufacturer narrative:
The customer left the nibp cuff on the pt and left the nibp product on auto measurement after the pt died. Nibp readings will result from muscle contraction occurring after a death. Spacelabs field service engineer (fse) tested the device in the field in accordance with the test procedures in the service manual. The device passed all tests and no problem was found. The customer has been notified and accepted the clinical explantation that the nibp reading shown on the dead pt was due to muscle contraction after the pt died. The customer is continuing to use the device to monitor patients and no further issues were received. It is spacelabs' policy to submit an MDR when we become aware of death of any pt connected to our devices. We have concluded that he device did not malfunction. The device did not contribute to pt's death. This report is final and spacelabs considers this issue is closed.